Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while attempting to charge the pump. Additionally, the customer experienced a blood glucose (bg) of 800 mg/dl; cause was unknown. A manual injection was administered to address bg. Reportedly, the customer had manual injections as alternate insulin therapy.